Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set luer lock and cartridge luer lock did not fit. Customer changed the infusion set and the two fit together. Customer's blood glucose was within the 54-500 mg/dl range.